Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately tortuous, proximal circumflex lesion measuring 3.5x6mm with 75% stenosis. Target lesion one was treated with direct stenting using a 3.5x8mm taxus liberte stent resulting in 0% residual stenosis. During withdrawal, balloon withdrawal resistance was noted with the delivery system balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.